Event description:
It was reported that the telescope "oes elite", 4 mm, 30°, hd, autoclavable pins, near the light guide lens, came loose. The issue occurred during preparation for use for a therapeutic central venous pressure procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.